Event description:
This is about the abbott freestyle libre 3 sensor that I use to monitor my blood sugar. This is the 3rd sensor that stops working much earlier than the 14 days it is supposed to last. The error states that the sensor alarm is no longer working. Troubleshooting directs me to update the app, but then the sensor can no longer be used because it is already active. It seems to be a known problem per their customer service, but they keep selling this same version with no fix either to the sensor or the smartphone applications. I have contacted the vendor on 2 occasions only as it is difficult to get through. They do offer to send a replacement which is timely. Pt code: 4582. Device code: 4019. Referenced reports-mw5179380; mw5179381.